Event description:
The footswitches with black footswitch cables were experiencing intermittent min and max activation issues during practice ceases in the veterinarian lab in the clinical education department. The customer determined the problem to be the cable. No pt incolvement occurred.